Manufacturer narrative:
Explanted products were discarded by the surgical center and will not be returned for evaluation. This is the final report.

Event description:
During a trial procedure, the patient's dura was punctured. The trial leads were explanted and the surgeon applied a blood patch. The patient is reportedly doing well.